Manufacturer narrative:
The reported event was confirmed- manufacturing related. The reported failure was able to reproduce. Based on the evaluation, it was observed that there was a lump-like appearance on the inflation funnel that was hard when press. Water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. A fragment of the valve was found stuck on the inflation funnel that causing the lump-like appearance. Highly suspected that during the valving process, the valve was misaligning and caused the valve to be damage/ broken. This complaint was confirmed as manufacturing related issue. A potential root cause of this failure mode could be due to incorrect air pressure gauge that cause crack/ deform valve. The review of the device labelling has been conducted for investigation purposed. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water was injected, although there was a problem with the valve, preventing the injection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water was injected, although there was a problem with the valve, preventing the injection.